Event description:
Caller reported having to repeat the tubing filling step multiple times. Specific blood glucose value was unknown, but it was indicated as "high," which suggests it exceeded normal levels. Customer attempted to correct the high blood glucose level with an injection via mdi and resolved the issue temporarily by reloading more cartridges, but they were advised to speak with a supervisor for further assistance as the cause of the issue was unclear.